Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of over 500 mg/dl at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The customer was having high for 4 months as their abdomen was not absorbing insulin well due to scar tissue. The customer was inserting on the thighs but the tubing would get pulled out. The customer reported pump physical damage, low volume alerts when insulin is in the pump, and random no delivery alarms. Troubleshooting was not completed. The insulin pump will not be returned for analysis.